Event description:
It was reported that the plunger assy was not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that a counterfeit top case was found on pump. During the power up process, the reported problem was duplicated. The root cause of the reported issue was found to be the components inside plunger assembly were found misaligned due to dowel pin came loose from plunger head mound. This was caused by a design issue. Replaced dowel pin and plunger head mound. Performed power up process and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.